Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was manufacturer representative (rep) was with a patient and the patient's implanted neurostimulator (ins) had been dead for maybe 2 weeks because the patient had not charged their implanted neurostimulators and did not really know how to charge. Representative said the patient tried to charge their implanted device a couple of times over the phone yesterday, but the patient could only get a good connection and the charge level did not increment from low charge. Pt charged for 5-6 hours and the ins never incremented up. Representative could not feel the bottom of the implant, but could feel the top under the pt's skin. Technical services (tss) talked about coupling expectations and the orientation of the ins in the pt's body. Representative repositioned the recharger and applied pressure to the implant site, but still could not get an excellent connection; rep only got good connection and ins charge was low. Representative did not have an extra recharger with them to try another recharger. Rep was able to maintain good connection with some pressure. Tss spoke about charging expectations with good connection and suggested charging the ins with good connection for 20-30 minutes and calling back if ins did not increment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.